Event description:
The customer stated that they received questionable results for one patient sample tested for multiple assays on a c501 analyzer. The sample had erroneous results reported outside of the laboratory for bilirubin total gen.3 (tbil), aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast), alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt), ion selective electrode (ise) sodium, ise potassium, and ise chloride. No other patient samples were affected and the issue has not recurred. The sample initially resulted as 1.4 mg/dl for tbil, 14 u/l for ast, 18 u/l for alt, 133 mmol/l for ise sodium, 4.0 mmol/l for ise potassium, and 97 mmol/l for ise chloride. The initial results were reported outside of the laboratory. A new sample was collected from the patient on (B)(6) 2016 and resulted as 13.5 mg/dl for tbil, so the tbil result from the initial sample was questioned and the sample was pulled to repeat it on a different c501 analyzer. The initial sample was repeated on the other c501 analyzer, resulting as 12.3 mg/dl for tbil, 83 u/l for ast, 37 u/l for alt, 142 mmol/l for ise sodium, 4.5 mmol/l for ise potassium, and 108 mmol/l for ise chloride. Corrected reports were sent for all assay results. The patient was not adversely affected. The tbil reagent lot number was 11667501, with an expiration date of 06/30/2017. The ast reagent lot number was 13515701, with an expiration date of 05/31/2017. The alt reagent lot number was 13511901, with an expiration date of 05/31/2017. The ise sodium electrode lot number was p54, with an expiration date of 01/31/2017. The ise potassium electrode lot number was x75, with an expiration date of 02/28/2017. The ise chloride electrode lot number was d60, with an expiration date of 02/28/2017. The customer declined a service visit stating that they believed the issue to be isolated to just the one sample.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general reagent issue could be ruled out since calibration and controls were acceptable. Since several test parameters were affected, this is strong evidence that something went wrong during the sample pipetting. A pre-analytic sample handling issue is the most likely root cause. Sample centrifugation time was found to be too low according to tube manufacturer recommendations.